Manufacturer narrative:
H.6. Investigation summary: customer returned (1) 4mm, 32g bd pen needle without the tear drop label without inner shield or outer cover. Consumer states that the rear cannula end is broken and gets stuck. The returned pen needle was examined and the following was observed: the needle was broken at the non-patient end of the cannula. Unable to perform DHR check due to unknown lot number for needle broken npe. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. The possible root cause for this issue: user error. No evidence of manufacturing related issues were observed on the returned samples.

Event description:
It was reported that the unspecified bd ¿ pen needle the rear cannula end is broken and gets stuck.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd ¿ pen needle the rear cannula end is broken and gets stuck.